Event description:
It was reported when using the bd luer-lok¿ tip disposable syringe, the device experienced foreign matter within the fluid path component. The following information was provided by the initial reporter. The customer stated: it was reported there is lubrication, in one out of the entire package, the oil was enough to affect the amount of medication drawn.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.